Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. It was noted that a symptom episode was recorded on the confirm. Review of electrograms (egm¿s) showed irregularity that was consistent with atrial fibrillation and the device did not diagnose an atrial fibrillation episode for this event. The patient was seen in clinic for further evaluation. An abbott representative was contacted, and it was determined that the device failed to detect atrial fibrillation episode because the "sudden onset" criteria for the atrial fibrillation algorithm was not met. Programming recommendation was not provided, and the transmitted events are still under investigation. The patient was in stable condition.